Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient called in to dexcom technical support to report a sensor error issue. While on the phone with dexcom technical support troubleshooting, the patient became incoherent, only able to answer to her name and complained of sweating. The representative called emergency medical services (ems) to the patient¿s home. While on the phone with ems, the telephone call with the patient was disconnected. The patient¿s number was called but was not answered. On (B)(6) 2020, the patient called dexcom to check on an order and provided information of what occurred on (B)(6) 2020. The patient stated that ems arrived, took the patient¿s bg and it was 20 mg/dl. Intravenous (IV) therapy and oral glucose were administered, the patient was transported to the hospital and discharged the following day. At the time of the follow up call, the patient was feeling better. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.